Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with a stage 1+ diffuse lamellar keratitis (dlk) with inflammation symptoms in both eyes (ou) at 1 day post-operative exam. A brief description from the surgery center indicated there were no complaints from the patient and visual acuity/comfort was good. Oral steroids were prescribed (medrol taper pack) and topical steroid dosage was increased to resolve symptoms. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -1.50 x -.50 x 165; left eye pre-op 20/20 -1.75 x -.75 x 175.